Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Multiple syringe needle changes were performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.